Event description:
Same case as MDR ID # 2134265-2013-02847, 2134265-2013-02848. It was reported that during a percutaneous coronary intervention, motor drive failed to pullback. Access was obtained via femoral artery. The target lesion was located in an unknown vessel. During the procedure, the motor drive did not pullback. Automatic pullback was attempted again, but failed. Then manual pullback was attempted and the procedure was completed. No patient complications were reported and the patient's condition is unknown.

Manufacturer narrative:
(B)(4). Age at the time of event: above 18. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-02847, 2134265-2013-02848. It was reported that during a percutaneous coronary intervention, motor drive failed to pullback. Access was obtained via femoral artery. The target lesion was located in an unknown vessel. During the procedure, the motor drive did not pullback. Automatic pullback was attempted again, but failed. Then manual pullback was attempted and the procedure was completed. No patient complications were reported and the patient's condition is unknown.

Manufacturer narrative:
Device evaluated by manufacturer:the device was returned for analysis. The unit was received in good condition with no visible damage or defects observed. The problem could not be reproduced as indicated in the original complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).